Event description:
It was reported that the user experienced hypoglycemia with a nadir of 43 mg/dl and remained below 70 mg/dl for approximately 1 hour 40 minutes, did not initially awaken to an alarm, and subsequently treated with oral carbohydrates (banana and grapes) with recovery of blood glucose; troubleshooting and education on hypoglycemia treatment were provided, including guidance to treat with up to 15 grams of fast-acting carbohydrates and reassess every 15 minutes. Symptoms included grogginess and fatigue consistent with hypoglycemia. Outcomes included resolution of low glucose without hospitalization and no impact on blood glucose during the call. Investigation included complaint handling and user education. Investigation of this case revealed no device malfunction reported and no device component concern identified; the event was consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.